Event description:
Consumer called to report her meter is not accurate. Analysis run on clark error grid using mean average readings (65) vs. Bd readings of (102, 34, 60) yielded data points in the d zone of the grid, outside of acceptable limits.